Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is using fiasp insulin, and wearing the infusion set for 3-4 days. Tandem clinical support informed customer that using fiasp insulin, and wearing the infusion set for 3-4 days, is off label per the user guide. Customer¿s blood glucose level was 118 mg/dl.